Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, while removing the lock line, the clip opened to roughly 20-25 degrees. An additional clip was deployed laterally, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). The reported user error (improper or incorrect procedure or method) was due to the user not lining the clip perpendicular to the line of coaptation. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopic still images of the reported clip were provided. Both images capture the same instance and were taken post deployment (mechanical separation); the clip arm angle appears to be ~20° - 25°. This is an estimation based on visual assessment with the unaided eye and is not confirmed. It was reported that "after removing the lock line, during [the second] establish final arm angle (efaa), the clip jumped opened to roughly 20-25 degrees. Troubleshooting was performed and the clip relaxed again" which indicates that troubleshooting was unsuccessful. The images provided confirm the reported post deployment arm angle of ~20° - 25°. Both fluoro images were taken post deployment and do not capture the deployment sequence or subsequent troubleshooting movements performed; the reported clip open - efaa and clip jumping cannot be directly assessed or confirmed based on the post deployment images. There are no other observations based on the images provided.¿

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a medial posterior leaflet flail for a mitraclip procedure. An xtw clip was inserted and deployed on the mitral valve. However, after removing the lock line during deployment establish final arm angle (efaa), the clip jumped opened to roughly 20-25 degrees. Troubleshooting was performed and the clip relaxed again, allowing for more mr. The clip was deployed and slightly off perpendicularity to the line of coaptation. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1. The physician is unsure why the clip was opening, and believes it could be due to the amount of anatomy in the clip and the orientation (slightly off perpendicularity). There were no adverse patient effects and no clinically significant delay in the procedure.